Event description:
It was reported that a pump alarmed for a system error 272. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR reference number: (B)(4). Baxter received and evaluated the device. The spectrum infusion pump does not have a system error 272. The eval determined that the pump alarmed for a system error 105. The system error 105 was confirmed and reproduced. It was determined that the alarm was caused by a failed motor, which has been replaced.